Event description:
It was reported that eight days post-deployment of a 6f angio-seal device, the patient returned with signs of infection. Culture revealed gram negative-strep. The patient was placed on antibiotic therapy. The ccl nurse's children had a strep infection. The nurse was tested and found to be negative.